Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. Product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient., product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had always had trouble recharging the last quarter of the implant since she got the device. Since three months prior to the report, the patient was recharging on a daily basis, where as it used to last 4 days to a week. The stimulation hadn¿t changed and there were no fall or accidents. She hadn¿t had programming changes, the usage was the same, and stimulation sensation was the same. Everything seemed to be working fine except the charge didn¿t last as long. The patient was at work when suddenly stimulation just stopped on her, implying that she didn¿t expect it to go out like that on her. When charging the patient had all 8 coupling backs but it took 8 hours to charge the implant. Information regarding on if the patient still had concerns regarding their device or therapy has been requested. If additional information is received, a follow-up report will be sent.